Manufacturer narrative:
The ipg passed visual, electrical and performance tests performed. The possibility that electrical leakage could cause tenderness and uncomfortable sensations around the ipg site was investigated. The ipg output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Ipg stimulation amplitude and timing was monitored. No intermittent anomalies were noted in the output. The ipg exhibits normal device characteristics. Therefore, the reported complaint of the ipg causing pain at the pocket site was not duplicated or confirmed. A review of the manufacturing documentation for the leads and lead extensions revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial# (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inches stylet model #: sc-3138-35 serial#: (B)(4) description: lead extension, 35cm.

Event description:
A report was received that following a non device related fall, the patient experienced tenderness and discomfort around the ipg site. The patient sustained bruising around the pocket site due to the fall. The ipg had migrated and was tilted in the pocket site. During the procedure, the physician chose to explant the entire system as the patient was allergic to nickel. The patient is reportedly doing well following the procedure.

Event description:
A report was received that following a non device related fall, the patient experienced tenderness and discomfort around the ipg site. The patient sustained bruising around the pocket site due to the fall. The ipg had migrated and was tilted in the pocket site. During the procedure, the physician chose to explant the entire system as the patient was allergic to nickel. The patient is reportedly doing well following the procedure.